Event description:
It was reported that upon deployment, the stent elongated during placement. Reportedly, the stent was being used to cover a gap between two stents previously implanted in the left sfa. Upon deployment, the stent elongated and it deployed into proximal stent and up to the introducer sheath. Approx 70-80 mm of stent was left undeployed in the introducer sheath. A cut down procedure followed to then cut the stent at the distal end of the introducer sheath. The distal end of stent remained in the patient. The vessel was then sutured.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The device has been returned, the evaluation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states.